Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On 05/28/2024, it was reported that the patient reported that his cgm was reading high when he was not, therefore, causing his insulin pump (brand not specified) to deliver insulin that he did not need. The patient¿s cgm was reading 210 mg/dl and the patient was symptomatic, but no physical symptoms were reported at 1245pm, the patient was found unresponsive in the bedroom by his wife. Ems was called. Once ems arrived, the patient¿s bg meter reading was 43 mg/dl. Ems treated the patient with glucose (route not specified) and transported the patient to the ER. It was noted that at some point during the event, the patient aspirated and was having difficulty breathing. The patient was in the hospital for 10 days and was discharged on (B)(6) 2024. The patient was lethargic at the time of follow-up. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.